Event description:
It was reported during initial start of intra-aortic balloon (iab) therapy, the balloon would not inflate. The balloon was replaced and used without any issue. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with the extender and extracorporeal tubing. Slight traces of blood were observed in the statguard, extracorporeal tubing, and on the y-fitting. Two catheter tubing kinks were observed at approximately 74.9cm and 76.2cm from the iab tip. No other defects or blood were observed. An underwater leak test of the balloon, catheter, y-fitting, extender and extracorporeal tubing was performed and no leaks were detected. The inner lumen was occluded and due to this the inner lumen leak test could not be performed. The iab was placed on the cs300 pump and the iab inflated properly. The condition of the iab as received indicated two kinks in the catheter tubing. We are unable to determine when the kinks occurred, however the two kinks found on the catheter tubing of the returned device did not restrict the gas passage and did not result in poor inflation on the pump. The evaluation did not confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during initial start of intra-aortic balloon (iab) therapy, the balloon would not inflate. The balloon was replaced and used without any issue. There was no reported injury to the patient.